Event description:
It was reported that during patient use on a homecare patient, the ventilator auto trigger was activated. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the proportional valve, the pump and the on/off valve. However, it did not correct the malfunction.